Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information become available. (B)(4).

Event description:
A customer reported the probe would not cut during a vitrectomy procedure. Prior to surgery, it was noted that the probe had aspiration but no "articulation". An alternate probe was used to complete the case. There was no delay or pt harm.